Event description:
A minimum fill notification was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer successfully loaded a new cartridge and resumed insulin delivery without further issues. Cts to replace pump. Customer will continue to use current pump.